Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type iiib endoleak of the right common iliac artery is confirmed. The event is most likely user related due to the off label nature of the case as there was no abdominal aortic aneurysm sac, the iliac artery diameters were off label (should be 10-23mm), and there was concomitant product use condition ¿ of non-endologix stents being placed in the bilateral iliac arteries prior to placement of the afx2 bifurcated stent graft. Procedure related harms for this event could not be determined. The final patient status was reported to be good post operatively. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa). The patient had a right common iliac artery (cia) aneurysm and a left intrarenal iliac artery aneurysm. After occlusion of both iia endoleaks, one non-endologix (gore) excluder leg was implanted from the left cia to the external iliac artery (eia), one non-endologix (gore) excluder leg was implanted from the right cia to the eia, and then the afx2 bifurcated stent graft was implanted with additional ballooning. It should be noted that this procedure is outside the indications of use (off label) due to implant with a non-endologix sent graft. Angiography identified an intraoperative type iiia between the afx2 and excluder at the right cia. Additional ballooning was performed; however, via angiography the endoleak remained and an intraoperative type iiib endoleak was found. An additional afx2 bifurcated stent graft was implanted within the first afx2 resolving the intraoperative endoleaks.